Manufacturer narrative:
A review of the mfg paperwork has been conducted. A review of the sterilization paperwork has been conducted. Images were sent to gore for analysis. The explanted device was sent to gore for analysis. The review of the mfg paperwork verified that this lot met all pre-release specs. The sterilization paperwork was reviewed and met all release criteria.

Event description:
On (B)(6) 2005, the pt had the gore excluder aaa endoprosthesis implanted to treat an abdominal aortic aneurysm. On (B)(6) 2010, the gore excluder aaa endoprosthesis were explanted due to an infection and endoleak. At that time, two gore tag thoracic endoprostheses were implanted to treat a ruptured thoracic aneurysm.